Event description:
It was reported that during a lap right hemicolectomy, some staples of the distal end was malformed when the device was fired on the colon at the 1st firing. The one leg of the staple was unformed and the other leg was formed. The target tissue was regular. The staple height was blue. Reinforcement material was not used. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with two fully fired cartridges present. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. In additional an intra-operative photograph was received. Based on review, it was concluded that the device functioned properly and a potential cause to the complication may have been due to cartridge selection to tissue thickness. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.